Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
Patient experienced a right medial malleolar fracture. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00418, 1038671-2017-00419 and 1038671-2017-00420.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Patient experienced a medial malleolar fracture and had a reoperation to place a plate on the medial side.